Manufacturer narrative:
H3 device evaluated by manufacturer: the complaint device was returned for analysis. The device was returned with the handle in the release phase. The device was fully sheathed with the nosecone correctly seated. No valve was returned as it was implanted in the patient. The device ports were flushed with 15ml of saline solution before the device was unsheathed. No issues were noted with the distal components or the handle of the device.

Event description:
Reportable based on additional information received 13 august, 2020. It was reported that during the procedure, the 25mm lotus edge valve was difficult to lock and required multiple repositionings in order to lock. The 25mm lotus edge valve was able to be locked and deployed with a good final result. No patient complications were reported. The patient was doing fine. Additional information received reports on the date of the index procedure, minor vascular complication occurred. Four (4) days post index procedure a conduction disturbance requiring pacemaker occurred.